Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that after releasing the footswitch, the vacuum did not immediately cease, but had a latency of 1-2 seconds; thus, suction continued at the irrigation/aspiration port, although, at a decreasing intensity. This occurred in multiple cataract/vitrectomy combination procedures during cortical-clean up. The same fluidics management system was used for each procedure, while exchanging the irrigation/aspiration tubing set only. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
The consumables lot complaint history was reviewed; this is the second complaint for the finish goods lot and second for this issue. The device history record (DHR) shows the product was released per specifications. A review of complaints within the past (B)(4) months from the month of the reported complaint ((B)(6) 2015 to (B)(6) 2016) showed (B)(4) similar incidents of ¿non-phaco aspiration/vacuum issue¿ while using the console, where the root cause remains inconclusive. This represents an occurrence level of (B)(4) out of approximately (B)(4) products sold over the (B)(4) month period. These occurrences are not statistically significant and therefore do not indicate any adverse trends. Only the cassette was returned for evaluation, no manifolds were returned. The wet and used sample was disinfected and then tested on a console. Labstock components were used to replace missing items and continue testing. The sample was tested and passed all functional and performance requirements. The consumables investigation found the cassette exceeded it's validated use, and the customer reused the device for several surgeries. As described, the manufacturer assumes no responsibility for complications that may arise as a result of the reuse or improper usage of any part of the pack. For the console evaluation, the root cause cannot be determined conclusively. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. However, the company representative provided feedback stating the issue was derived from consumable. No action will be taken for this occurrence, as the root cause is related to customer reuse of the product. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing has been made aware of this complaint. (B)(4).